Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent total aortic arch replacement procedure. On (B)(6) 2011, the patient was implanted with two gore tag thoracic endoprostheses (tgt3715/8678903 and tgt3115/8648643) to treat a thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2011, a follow-up study did not reveal any adverse event. Aneurysm diameter was 56mm. On (B)(6) 2011, the patient was discharged of the hospital. On (B)(6) 2011, in six-month follow-up study, endoleaks were not present. Aneurysm diameter was 49mm. On (B)(6) 2012, in one-year follow-up study, adverse events were not revealed. Aneurysm diameter had shrunk to 40mm. On (B)(6) 2013, endoprosthesis infection was revealed, and medications were given to treat the infection. On (B)(6) 2013, medication treatment was continued to treat the endoprosthesis infection. Aneurysm diameter had increased to 46mm, but endoleaks were not revealed. On (B)(6) 2013, the patient expired due to aneurysm rupture that was caused by the endoprosthesis infection.

Manufacturer narrative:
Edited the event description based on the additional information provided. Added the patient's pre-existing condition.

Event description:
On (B)(6) 2010, the patient underwent total aortic arch replacement procedure. On (B)(6) 2011, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3715/8678903 and tgt3115/8648643) to treat a thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2011, a follow-up study did not reveal any adverse event. Aneurysm diameter was 56mm. On (B)(6) 2011, the patient was discharged of the hospital. On (B)(6) 2011, in six-month follow-up study, endoleaks were not present. Aneurysm diameter was 49mm. On (B)(6) 2012, in one-year follow-up study, adverse events were not revealed. Aneurysm diameter had shrunk to 40mm. On (B)(6) 2012, the patient admitted to the hospital due to fever of unknown cause. It was revealed that the patient suffered from urinary tract infection. On (B)(6) 2013, endoprosthesis infection was suspected. Aneurysm diameter had enlarged to 60mm. It was reported that the urinary-tract infection could contribute to the endoprosthesis infection. On (B)(6) 2013, a further follow-up study revealed an infectious aortic aneurysm. On (B)(6) 2013, medications were given to the patient to treat the endoprosthesis infection. On (B)(6) 2013, medication treatment was continued to treat the endoprosthesis infection. Aneurysm diameter had increased to 62mm, but endoleaks were not revealed. On (B)(6) 2013, the patient suffered from a sudden hemoptysis, and got in cardiopulmonary arrest. The patient expired due to aneurysm rupture that was caused by the endoprosthesis infection.